Event description:
There wasn't enough room between the pt's hips and pelvis (it was stated that the pt was bent over at her hips) for the pump, causing it to tear away from the fascia and float subcutaneously. In 2009, the pump was secure to the fascia. It wa secured so well that it became exposed through the skin. The pt returned to surgery the following month, and the pump was explanted and replaced contralaterally. It was placed under the abdominal wall fascia and the catheter was tunneled though. There wasn't necessarily an infection but due to the pump being exposed through the skin and the replacement surgery, the pt was treated with antibiotics. The pump contained dilaudid, compounded baclofen, clonidine, and prialt.